Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced uncomfortable stimulation. Diagnostics indicated impedance issues and reprogramming attempts were unable to provide effective therapy. Surgery was undertaken and intraoperative testing demonstrated impedance issues. The lead was removed and it was noted to be fractured. However, the physician was unsure if the lead was fractured before it was removed or if the fracture occurred during the removal. A replacement lead was implanted and effective therapy restored. The implant date was unable to be provided to the manufacturer.